Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the pump touch screen was unreadable and that an unexpected reset occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset and touchscreen issues was verified, but the malfunction issue could not be verified. Additionally, a different issue was identified.